Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A 0.014" test guidewire loaded successfully. No issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the non-boston scientific guidewire interacted with the stent struts and fell out of the lesion. The device was simply pulled out from patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the non-boston scientific guidewire interacted with the stent struts and fell out of the lesion. The device was simply pulled out from patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.